Event description:
At about 8:40 am, roughly 20 minutes into the case, the machine alerted of a failure in the gas flow sensor. The flow sensor was then recalibrated after placing the machine on standby. Spontaneous ventilation was selected, and gas flow was resumed. Approximately 5 minutes after this recalibration, an odd noise (sounding like two bumps in short succession) drew attention to the ventilation circuit and co2 absorbent canister. In seconds the expiratory valve of the circuit and soda lime canister suddenly filled with black soot and smoke. Smoke did not extended back up the expiratory limb to the patient. The patient's lma was left in place and the patient was allowed to continue spontaneous ventilation via lma attached to an ambu bag with 8 l/min o2 flow. Anesthesia was continued with an intravenous infusion of propofol. The patient did not sustain any injury. Reference MFR report number: 9611500-2014-00006.